Event description:
It is reported that the pt had both hips replaced, of which the left one was replaced in (B)(6) 2007. There are some signs of an organized build-up of complex fluid around the joint, with debris and inflammation, which is now affecting the bone.

Manufacturer narrative:
Eval summary: the femoral stem is not available for review as it is still implanted, and its condition is unk. No surgical notes or x-rays from the primary tha were provided, so the fit and orientation of the stem is unk. The mating instrumentation used is unk. It is also unk if the proper surgical technique was followed. Pt factors that may affect the performance of the implants are unk. Wearing of the metal implants could have caused the issues detailed by the pt. Factors that may have affected the wear rates of these implants include one or more of the following: misalignment of the acetabular shell; entrapped bone cement particles on articulating surfaces; micro-motion between the head adaptor and the taper of the femoral stem due to improper sizing/fit; micro-motion between the head adaptor and the modular head due to improper sizing/fit; pt weight, activity level, and type of activity. Based on the info provided, a definitive cause for failure cannot be determined with uncertainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.